Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned and the reported cuff miss was not confirmed as the plunger, suture, link, both cuffs, and posterior needle tip were not returned. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported needle to cuff miss could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three perclose proglide devices referenced are being filed under separate medwatch manufacturing reports.

Event description:
It was reported that suture placement with four proglide devices were attempted in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr and during the aaa procedure the sheath was upsized to 16fr. Reportedly, a cuff miss occurred. Three additional proglide devices were used with the same results. A cut-down was performed and a surgical suture was used to achieve hemostasis. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.